Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using in-house contour meter and in-house contour test strips from lot # 8ej3b03c, which gave satisfactory performance. The additional information provided in the first supplemental report # 1810909-2019-00142s belongs to report # 1810909-2019-00150. Please disregard the information in the first supplemental report.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using in-house contour next link meter and in-house contour next test strips from lot # 7hpef13a, which gave satisfactory performance.

Event description:
The customer obtained following blood glucose readings within 10 minutes on her contour meter: 119 mg/dl, 70 mg/dl, 261 mg/dl and 82 mg/dl. The customer was feeling light headed, confused and shaky. The nurse came to visit the customer per the routine. The nurse gave orange juice to the customer. After 20 minutes of drinking the orange juice, the customer felt better. The customer has been advised to return the test strips for evaluation. New meter and test strips were sent to the customer.